Event description:
It was reported that 1 hour after a drug eluting stent treatment procedure, an acute thrombosis occurred. The target lesion was in the midly tortuous, midly calcified, 70% stenotic, proximal left anterior descending artery (lad). The lesion was predilated with an unknown balloon and 2.75 x 24 mm taxus express2 drug eluting stent was placed. The stent was post-dilated with a 2.75 x 15 mm quantum balloon with slow flow results. Adenosine was given and the stent was post-dilated again with the quantum balloon, good flow was established with this. Plavix was not administered before or during the stenting procedure, but was given immediately after the procedure. One hour post-procedure the pt complained of chest pain and was brought back to the cath lab. The lad was occluded; a 2.5 x 15 mm maverick balloon was used to restore flow to the lad with good results. Plavix, integrilin, asa and heparin were given during this procedure. In the opinion of the physician the stent thrombosis was not related to the taxus stent, but rather related to not giving plavix before the procedure. No further complications were reported. The pt status is reported as 'satisfactory/good'.